Event description:
Related manufacturer report number: 2017865-2022-48470, 2017865-2022-48471, 2017865-2022-48473. During an in-clinic follow-up, a pocket infection was observed. The device, right ventricular lead, left ventricular lead, and atrial lead were explanted and the pocket was cleaned out. No replacement device or leads were implanted at this time. The source of the infection remains unknown at this time. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.